Event description:
It was reported by resmed (B)(4) technical service center that during service eval, an astral device failed to pass its internal self-test. There was no pt injury reported as a result of this incident.